Event description:
Biomed reported an overinfusion; no pt or intended programming details currently available. He stated the pump module in question has a crack at the top left side of the door near the front and near the rear case. There was no pt harm and no medical intervention was required. Customer stated that no additional pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.